Manufacturer narrative:
Device was discarded. And could not be returned for physical evaluation. Based on the results of the investigation, it is likely, that one of the following led to the malfunction: mechanism 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward. And the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because, the distal end of the coil was not extended from the tube sheath, when the slider was pushed. The loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook, caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because, the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move, because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke, because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, a definitive root cause cannot be identified. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the single use ligating device's loop could not be released. There were no reports of patient involvement.